Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 16fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, hemostasis was not achieved with three proglide devices. The procedure was completed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral imaging results noted calcification was present at the access site. It should be noted that the perclose proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
Additional information: this event was failure to achieve hemostasis due to cuff misses that occurred with three proglide devices. It has been determined that this is a duplicate event which was previously filed under e-(B)(4).

Manufacturer narrative:
This is a duplicate complaint which reported under (B)(4)/ MFR#(B)(4).this is a duplicate complaint which reported under (B)(4)/ MFR#(B)(4).